Event description:
On (B)(6) 2019, mr. (B)(6). Underwent a left reverse total shoulder arthroplasty at (B)(6) hospital in (B)(6) under the care of dr. (B)(6). He was implanted with the fh orthopedics arrow size 12 pressfit humeral stem, 42 double zero humeral polyethylene, 42 glenosphere, and 48 baseplates. (B)(6). Tolerated the procedure well. In (B)(6) of 2024 mr. (B)(6) raised his arm to change his t-shirt and heard popping and felt pain in his shoulder. Shortly thereafter, mr. (B)(6). Visited dr. (B)(6)., his implanting surgeon, who performed x-rays. The x-rays showed a clear break in the implant. On (B)(6), 2024, dr. (B)(6). Advised mr. (B)(6). That he needed a revision surgery. Given the findings noted above, mr. (B)(6). Underwent revision surgery on (B)(6) 2024, at (B)(6) hospital under the care of dr. (B)(6). During surgery, dr. (B)(6). Found: o metallosis within capsule. O glenosphere dissociated with a broken central screw.

Event description:
On (B)(6) 2019, mr.(B)(6) underwent a left reverse total shoulder arthroplasty at (B)(6) under the care of dr.(B)(6). He was implanted with the fh orthopedics arrow size 12 pressfit humeral stem, 42 double zero humeral polyethylene, 42 glenosphere, and 48 baseplates. (B)(6) tolerated the procedure well. In (B)(6) 2024 mr. (B)(6) raised his arm to change his t-shirt and heard popping and felt pain in his shoulder. Shortly thereafter, mr. (B)(6) visited dr. (B)(6), his implanting surgeon, who performed x-rays. The x-rays showed a clear break in the implant. On (B)(6) 2024, dr. (B)(6) advised mr.(B)(6) that he needed a revision surgery. Given the findings noted above, mr. (B)(6) underwent revision surgery on (B)(6) 2024, (B)(6) hospital under the care of dr. (B)(6). During surgery, dr. (B)(6). Found: metallosis within capsule glenosphere dissociated with a broken central screw.